Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, on the third inflation during pressurization for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.